Manufacturer narrative:
A partial lead with the distal tip measuring 45.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was replaced during generator change-out due to decreased r-wave amplitudes. The patient was stable after the procedure.